Event description:
According to the reporter: procedure: nephrectomy. The instrument plastic hinge for the fingers broke into four pieces and three pieces were retrieved immediately. However, it was difficult to find the last broken piece. The laproscopic procedure was converted to open to remove the piece resulting in an hour delay to surgery. The patient expired 24 hours after surgery. Efforts were made to obtain additional information. No autopsy report has been provided.